Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic colonoscopy with polypectomy procedure, the patient sustained a bowel perforation after an undesirably high output was emitted by the esg-100 electrosurgical generator. After increasing the output power level, the user perceived the cutting performance of the esg-100 electrosurgical generator as being too strong. Surgical intervention was performed to treat the perforation. The intended procedure was completed with the same set of equipment. No further information was provided.

Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), japan (returned to omsc on 2018-12-28). Extensive tests were performed with the hf-generator, but no malfunction could be determined. Also the error log was reviewed, where error code "e124 - the contact resistance of the neutral electrode is too high or the neutral electrode is not connected during activation" was logged 39 times, indicating a problem with the neutral electrode. Furthermore, water stains were determined on the inside of the device, which may be caused by inadequate storage conditions, but cannot be causal for the reported phenomenon. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. Based on the information available, the exact cause of the reported phenomenon and the patient¿s outcome could not be determined and is being judged as unknown. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.